Manufacturer narrative:
Device manufacture date: march 10, 2016 ¿ march 11, 2016. Event date: 10/2016 concomitant product therapy date: (B)(6) 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passes successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a large volume infusor. The reporter stated that the infusion did not finish in the predefined two days time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.